Event description:
Attorney reported: davol's defective hernia repair product has been surgically implanted into the body of the pt, now deceased. The pt was injured and subjected to a substantial risk of injury or death as a result. As a result of davol's hernia repair products that were manufactured, produced, sold and/or supplied by davol, the pt died in 2006.

Manufacturer narrative:
This report includes all details about the pt and event provided to davol by the initial reporter. To date, davol has requested additional info via 2 certified letters; no reply or acknowledgement has been received from the initial reporter. The requested info includes pt info, copies of medical info/records and death certificate/autopsy report have been requested. No product catalog # or lot # was provided, therefore, it is unk if the composix kugel involved in this event was subject to recall. Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned and no specific failure mode was included in the initial report. No conclusion can be drawn at this time. A DHR review has not been conducted, since no specific product code or lot# have been reported. We will submit a f/u report when/if product is returned for evaluation or additional info becomes available.